Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a small volume folfusor. The device was filled with fluorouracil for a total fill volume of 110ml. At the end of infusion there was 55ml still remaining. According to the reporter, the control module wasn't fixed on the body. There was no patient injury or medical intervention associated with this event. No additional information is available.